Manufacturer narrative:
The device was not explanted. The manufacturing and sterilization records for all implanted devices associated with this event were reviewed, and no nonconformities were found.

Event description:
It was reported to nevro that a patient had acquired an infection at the mid-line incision site following an implant procedure. The patient was admitted to a transitional care center and provided with IV antibiotics. There were no reports of further complications.